Event description:
Boston scientific received information that during a latitude data review, this left ventricular lead was suspected to be dislodged. Lead measurements to include sensing, impedance and threshold, exhibited worsening values. The lv lead was suspected to have moved into the atrium. Additionally, worsening heart failure symptoms have been observed; the patient has been scheduled for a revision procedure in the upcoming week.

Event description:
Subsequently, the patient returned for surgical intervention, at which time the lead was surgically repositioned. No resulting adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
Following receipt of additional information, this event will be further updated.

Manufacturer narrative:
--